Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was suspected infection at the ipg site. Patient is treated with oral antibiotics for about 8 weeks. As such surgical intervention was undertaken wherein the ipg was explanted, and the extensions were cut distal to leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.